Event description:
A report was received that the patient was experiencing difficulty communicating with their implantable pulse generator (ipg). A bsn sales representative met with the patient to troubleshoot the device and confirmed the patient's report. Ipg replacement was recommended. The patient was re-implanted with a new ipg and is reportedly doing well.